Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing of the atrial channel on the left ventricular (lv) channel. Technical services (ts) recommended reprogramming options for the crosstalk. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received on reprogramming changes and the initial reporter. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing of the atrial channel on the left ventricular (lv) channel. Technical services (ts) recommended reprogramming options for the crosstalk. No adverse patient effects were reported. This lv lead remains in service. Additional information was received that reprogramming occurred, and it was noted that those changes resolved the oversensing.